Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a delta xtend (reverse shoulder replacement) procedure, prof (B)(6) had difficulty engaging the thread of the 42mm glenosphere into the thread of the metaglene. After inspection of the glenosphere, he noticed that the thread was damaged, he then tried to use the 38mm glenosphere but this too wouldn't engage properly which meant the thread in the metaglene was damaged. He then opted to remove the metaglene and insert a new one and then use a new 42mm glenosphere. This then worked. Whether the thread was damaged due to surgical error or not, this is unknown. Prof (B)(6) has done many of these operations and he has said that this has only happened once before, many years ago. Patient consequence? :yes. Patient consequence description:extend operating time by 30mins. Action taken for procedure:new implants were ordered and delivered. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Event description:
Date of implantation: (B)(6) 2018.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary the DHR analysis of the batches indicated shows an initial conformance of these products with regards to their specification. For these batches, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.